Event description:
It was reported that during a coronary diagnostic procedure in the body post normalization and pre measurement, the manufacturer's guidewire was stretched. A new guidewire was used to complete the procedure. No patient injury reported. The returned device was visually and microscopically inspected. A large portion of the distal coil was stretched and the core wire was exposed, as a result a sharp edge was observed. There is no missing parts detected. This product problem is being submitted because the exposed core wire with a sharp edge has a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Age or date of birth-ethnicity: no information available. Relevant tests/laboratory data, including dates & other relevant history, including preexisting medical conditions: no information available. Suspect products: not applicable for this device. Implant date & explant date: not applicable for this device. Initial reporter name and address: & report source: country is (B)(6). The probable cause of the reported damage is excessive mechanical strain, as evidence by the stretching of the distal coil and the exposed core wire. Device manipulation, impact, and applied pressure associated with use and handling can further affect the integrity of the device. Recall (if recall number is given) or correction/removal number (if given) & correction/removal number: do not apply to this submission.